Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there was an alert due to low pacing impedance on the right ventricular lead. The pacing impedance was normal during the follow-up appointment; therefore, no intervention was performed. The patient was stable and will continue to be remotely monitored.